Event description:
It was reported that the patient had no stimulation sensation during post-operative programming, even when stimulation was turned up to 10.5v on both problems. It was confirmed that stimulation was on using the patient programmer. It was noted that at the time the patient had been sitting approximately 8 inches from an outlet. When the patient moved away from the outlet, they felt stimulation in the 2 to 4v range on both programs. It was noted that there was no known electromagnetic interference in the room and that numerous patients had been programmed when they were sitting that close to the outlet, without any complications. It was later noted that the patient had impedance readings greater than 10000 ohms and had open circuits involving electrodes #2 and #3. The patient was programmed around these electrodes and had "good stimulation" by the end of the reprogramming session. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).